Event description:
Rptr had spinal fixation device inserted due to spondylolisthesis of l5 with resulting spinal stenosis. Rptr has six screws in his vertebrae and two screws and two bars going into his hip bones. He has no add'l info on the brand names or mfrs. He has problems with aching joints and back, hip, and elbow pain. He has improved since the hardware was removed. (Also see 1004794.) (*)